Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and required maintenance. A field service engineer (fse) found an invalid read/write error with the cubies. The cubies were recovered and returned to the customer. The fse released the cubies, searched for debris, and cleared them. The customer tested the system, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.2 pockets were not open and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.